Event description:
Drill bit fragments left in knee during surgery. X-ray done 2 months later revealed fragments.

Event description:
Add'l info rec'd from MFR 6/22/04: received request for add'l info. The info provided in request and the report of adverse event did not include the serial number of the device in question. Since arthrex uses a distributor network in its sales efforts, and lot tracking of class I distributed devices to the end user is not required by FDA regulations. MFR was unable to ascertain from records, and the hospital was unable to provide the lot number for this device. The device is also a reusable deivce and no pt labels are provided by arthrex for reusable devices, and therefore, device tracking is at the discretion of the health care provider. Arthrex did not previously issue a medwatch for this event. The first notification of this adverse event was receipt of the may 5 letter and the attached medwatch from hospital.